Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that on (B)(6) 2016, the implantable neurological stimulator recharger (insr) was not taking a charge from the wall. The patient confirmed that the light on the dtc was on and stated that the connector pin would not go in. The patient also noted that she started becoming shaky on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.